Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the device gave an error message then requested a password. There was no reported pt involvement.